Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device was experiencing intermittent issues with the touchscreen. The device was in use on a patient at the time of the event; however, no patient or user health consequences or impact occurred. The user notes staff are still able to monitor the patients. A request for additional information regarding the incident has been sent and the response is not yet received.